Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the non-bsc right atrial and and bsc right ventricular lead did exhibit oversensing leading to inappropriate shock therapy.

Manufacturer narrative:
Most recently, the patient was inappropriately shocked for double counting of farfield atrial signals which manifested as r-waves diminished over time. The impedance and threshold measurements of the rv lead were noted as stable. However, the following physician determined to have the system extracted as a result of the sensing issue. To date, none of these medical devices have been returned to boston scientific. There were no reported adverse patient effects beyond the necessary surgical intervention. If new information becomes available, this report will be further evaluated and updated.